Event description:
We became notified by one of our anesthesia providers on a case where there was a problem noted with use of hotline tubing. In this case, the luer slip on the distal end of the tubing broke off and was retained in the IV set manifold when the IV set was disconnected. Staff reports that this has happened once before.this is the same tubing that was problematic last year leading to a nationwide recall.